Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the cable connecting the rear therapy electrodes to the distribution node (dn) was severed and missing. The cause for the test failure was the missing cable. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.